Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient was confirmed to have enlarged aneurysm diameter. There was no endoleak reported. The physician decided to implant stent grafts from another manufacturer within the endurant stent grafts to eliminate the possibility of a type IV endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).